Event description:
Record came through our corporate legal department. Client alleges vaginal abscess and urinary tract infection related to product use. Incident date was on or around 2004. Corporate legal department notified medical services. A search of our records yielded no previous record of consumer contact.